Event description:
The procedure was an elective case. For the lm to the lad, pre-dilatation was conducted with a balloon (3.0/20mm) at 8atm for 30 secs. A cypher (2.5/28mm) was implanted at 16atm for 30 secs at lad and taxus (3.0/28mm) was implanted at 10 atm for 15 secs. The two stents were overlapping each other. Post-dilatation was conducted with the each stent delivery system balloon at 10 atm for 30 secs. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 2 and 3 after the procedure. For the cfx, pre-dilatation was conducted with a balloon (3.0/20mm) at 8atm for 30 secs. A bare metal stent (s-stent 3.0/18mm) was implanted at 12atm for 30 secs. It was implanted by y-stent with taxus at lm. Post-dilatation was conducted. Ivus was conducted. The residual 5 of stenosis was 0%. Timi flow before the procedure was 2 and 3 after the procedure. Act was not measured. A week later, the pt developed cardiogenic shook. He was brought to the hospital as an emergency. Under iabp, cag was conducted and thrombus was observed in the taxus and s-stent. There might have been thrombus in the cypher. To treat the thrombus, aspiration and poba was conducted in all stents. The flow was recovered but the pt passed away.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.